Manufacturer narrative:
Batch review performed on 01 october 2020: lot 180466: (B)(4) items manufactured and released on 25-apr-2018. Expiration date: 2023-04-15. No anomalies found related to the problem. To date, 6 items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary knee surgery on (B)(6) 2019. On (B)(6) 2020, the patient came in reporting instability due to laxity. The cause of the laxity is unknown. The surgeon revised the medacta insert semiconstrained 12mm s1 with a medacta insert semiconstrained 17mm s1. The surgery was completed successfully. (B)(4) was filed. Presently, on (B)(6) 2020, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and poly-swap and the surgery was completed successfully.